Event description:
It was reported that the colonovideoscope had no image. The event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
E1 - phone number : (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, the likely cause of the reported issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.